Manufacturer narrative:
Initial reg report did not have fdp (B)(4) included, but this code applies initial reg report had wrong system reported pli, the correct pli is: information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type recharger: analysis of the desktop charger (B)(4) found that it had a broken connector pin. The correct application of codes to specific plis is: fdd (B)(4) apply to the ins (B)(4) fdd (B)(4) applies to the desktop charger (B)(4) all fdm and fdr codes apply to the desktop charger (B)(4) fdc (B)(4) applies to the ins ((B)(4)) fdc (B)(4) applies to the desktop charger (B)(4) fdd (B)(4) from initial reg report does not apply if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) was emitting an ¿electrical smell that smells like fire¿. It was reported that the desktop charger pin was secured and there was no physical damage on the insr or any of the cords. The patient reported that they have not been able to charge the implant much and the last charge was in may. The patient reported that they can still connect with the patient programmer. The patient is reported not be in over discharge but has not charge because they were afraid to start fire. The patient reported that the patient programmer could not communicate with the ins. It was reported that the insr had a reposition antenna screen. It was reported that the cords smelled like it was burning. The patient reported that they have lost (B)(6) lbs since implant. The patient reported that the last charging session was more than one to 3 months ago. The patient reported that they had surgery unrelated to their therapy. The patient reported that the chronic pain that led to the surgery started 10 years ago prior to getting the implant. The patient reported that they could not communicate with the insr. The patient was reviewed the importance of keeping ins charged to maintain therapy.

Manufacturer narrative:
Fdc (B)(4) now applies to the desktop charger (37761) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) was emitting an ¿electrical smell that smells like fire¿. It was reported that the desktop charger pin was secured and there was no physical damage on the insr or any of the cords. The patient reported that they have not been able to charge the implant much and the last charge was in (B)(6). The patient reported that they can still connect with the patient programmer. The patient is reported not be in overdischarge but has not charge because they were afraid to start fire. The patient reported that the patient programmer had a poor communication screen. It was reported that the insr had a reposition antenna screen. It was reported that the cords smelled like it was burning. The patient reported that they have lost 70lbs since implant. The patient reported that the last charging session was more than one to 3 months ago. The patient reported that they had surgery unrelated to their therapy. The patient reported that the chronic pain that led to the surgery started 10 years ago prior to getting the implant. The patient reported that they could not communicate with the insr. The patient was reviewed the importance of keeping ins charged to maintain therapy.